Event description:
The device was disconnected from ac power and used on battery power to administer multiple shocks to a pt diagnosed in ventricular fibrillation. While the defibrillator was being charged for approx the 8th time, the device allegedly failed to complete charging for over 60 seconds. Use of the device was abandoned and a backup defibrillator was made available and used to continue treatment of the pt. The hosp risk manager indicated there were no adverse affects to the pt related to use of the device.